Event description:
Pt called alleging that their meter had been giving pt false low readings for about one week. Medical affairs was unable to get a hold of the pt and will be sending pt a letter to obtain more clinical info. Based on the info provided so far, co is reporting this case as an adverse event. Pt obtained a blood glucose of 100-120mg/dl. Pt had been feeling ill. Pt went to the hosp 21-30 minutes later and obtained a 500mg/dl at the lab. Pt was unable/unwilling to answer about their treatment in the hosp. Customer service did a field exchange for pt, so pt can test asap.